Manufacturer narrative:
The device was returned and failure analysis performed. The returned complaint device was received with the guidewire inserted through the plunger assembly, exiting the needle lumen, and re-inserted into the sheath exit port. The examination revealed damage observed at the sheath exit port. Lot history record for the product was reviewed and there were no mfg deviations related to the complaint failure mode. A CAPA investigation has been initiated ((B)(4)) to investigate into a root cause and corrective actions for guidewire re-entry into the sheath exit port.

Event description:
Physician reported that following deployment of the arstasis device, he was unable to remove the device from the pt's leg. He performed a cut down procedure, extracted the device and observed that the guidewire had re-entered the exit port of the sheath. The physician repaired the cut down, completed the procedure and the pt recovered without further sequelae.